Manufacturer narrative:
Retained strips lot 070325 tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the sysmex inr is less than 2.0, then the allowable difference between the inratio inrs and the sysmex inr shall be +/- 0.5. If the sysmex inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the sysmex inr shall be +/- 1.0. The test results of retained strips lots 070325 in 2007 are as follows: "see scanned table." Based on the above test results, retained lot 070325 meets the criteria for strip accuracy.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 3.8, lab: 18.